Event description:
Related manufacturer reference number: 2017865-2022-38576, related manufacturer reference number: 2017865-2022-38578. It was reported a patient presented with an infection. Their system was explanted in a procedure on (B)(6) 2022. During procedure, it was noted the right ventricular (rv) lead helix was resistant and not able to be fully removed. The rv lead was explanted in a separate procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.